Event description:
The facility reported a fail code 810:11. The hosp representative stated that there have been no reports of any pt incident involving this pump since the real baxter service event. No addl info is known.